Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the emitter was broken by the site. There was no patient involvement.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.